Event description:
Brother had heart valve replacement surgery on (B)(6) 2023 at medical center in (B)(6). He got a very severe case of infection in chest, blood and lungs. Doctors were told that he had a family genetic history of rejecting foreign objects. But they ignored this information. His only kidney was failing and all the antibiotics were not helping! The stainless steel wires in plate used to keep chest closed became loose and was replaced with another stainless steel cable instead of a titanium one. After second stainless plate, infection became even more severe with it shattering his chest bone and another surgeon removing it because surgeon who performed surgery left for vacation! His brain was still active but they eventually removed his breathing tube and gave him high doses of morphine and let him die!! This device that was used has a high rate of infection for normal people and even more for someone with family genetic issues. It should be pulled from the market. Multiple samples of blood and sputum proved infectious. Ref reports: mw5152189, mw5152190, and mw5152192.